Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the a patient underwent a procedure utilizing a meniscal repair device. During the procedure, the device did not deploy correctly. The surgeon drilled an additional hole in the patient¿s bone and used another meniscal repair device to complete the procedure. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The maxfire marxmen was returned for evaluation. As returned, the first anchor was deployed but not attached to the sled. The function of the trigger was checked and the second anchor deployed as intended. The device was opened up and all pieces appear to be installed correctly and are functioning as intended. DHR was reviewed and no discrepancies were found. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.